Manufacturer narrative:
Device was used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The lot number provided, 8350348, was not valid. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates each instrument was evaluated and no potential contributing defects or design issues were identified that may have potentially contributed in the screw insertion difficulty reported. After weeks later, 1 endplate-spacer and 2 screws and were returned as well for evaluation; these implants are part of the synfix-lr system used for stand-alone anterior lumbar interbody fusion procedures. The applicable technique guide (reference (B)(4)) was reviewed. The synfix-lr system includes 5 handle aiming devices color-coded to correspond with the implant height however all of them are basically the same design. Once the endplate is prepared and implant size is determined, the implant size is selected and inserted; four locking screws are provided for anterior fixation and stability. The aiming device is used in conjunction with the awl and screwdriver for guidance in inserting and securing all screws either using mini-open instruments or standard instruments. The aiming device ensures appropriated alignment and engagement of the locking heads into the plate. An aiming device is chosen and an implant coupling is inserted and together positioned and secured by tightening of the implant coupling knob. After insertion and tightening of the two first screws then the aiming device is rotated and relocked to proceed with the last two screws. Upon inspection of received implant parts, the following observation are noted: the peek spacer is in good condition, no damage is seen, the plate is received slightly out of position and signs of use and scratch and indentation marks can be seen around the orifices and both screws exhibit minor signs worn anodized layer, mainly at the head. The condition of the plate out of position can result after being removed and returned or by forces when breaking the cortex prior to screw placement during the procedure which could contribute to cause the difficulty experienced however this is not clear and proper instructions are included in the technique guide in the event of this scenario. The spacer-plate was re-assembled (re-aligned) and then tested inserting the returned screws, no problem was experience. Closer inspection was conducted over the damage signs of the plate, it appears that aiming device was properly flushed and tightened to the plate however evidence of pronounced indentation marks suggested that an extreme loading angle could potentially contributed to the reported difficulty however it is not clear if this situation was present when the problem was experienced. It also not clear if the implant coupling knob was secured as explained in the technique guide; if it is used in loosened state may also contribute to cause improper opening of the cortex and subsequent difficulties as reported. The spacer-plate and screws are adequate for their intended use and did not contribute to this complaint. In conclusion, although sign of damage were detected, no product issues were identified that could contributed to cause this complaint. It is not clearly determined how the difficulty experienced occurred however the design of reported devices was found to be adequate for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly, the surgeon encountered issues during an anterior lumbar fusion with the synfix-lr 15mm at l4-l5 and the antegra construct at l5-s1. After inserting the spacer, the surgeon attached the 12mm synfix mini-open fixed handle aiming device and used the low profile u-joint awls for the trajectory of the screws. The surgeon inserted the downward synfix-lr 4.0mm ti locking screw 15mm. He had difficulties inserting the upward right synfix-lr 4.0mm ti locking screw 20mm at l4. The surgeon removed the upward right synfix-lr 4.0mm ti locking screw 20mm at l4 because he felt it was too short. He attempted a synfix-lr 4.0mm ti locking screw 25mm screw instead, which did not advance all the way through. The surgeon then decided to remove the aiming device and both the 15mm and 25mm synfix-lr 4.0mm ti locking screws. When attempting to remove the synfix-lr 4.0mm ti locking screw 25mm screw the plate came off of the synfix-lr spacer. The surgeon removed the spacer and implanted a new synfix spacer with an anterior plate. The surgeon assembled the new aiming device on the plate and inserted all the new screws. He still had difficulty with the upper right screw (synfix-lr 4.0mm ti locking screw 20mm) at l4. After reviewing the final fluoroscopy image, the surgeon decided to replace the l4 top right screw. The surgeon was unable to replace the screw because the screw stripped when trying to remove it. The surgeon elected to leave the stripped screw implanted. The procedure was successfully completed without any reported patient harm. The reported event resulted in a 15-minute delay. It is unable to determine which of the aiming devices is the suspect device. The lot number provided 8350348 is not valid. (B)(4).

Manufacturer narrative:
Device was received at manufacturing site on april 18, 2014 with incorrect complaint number. On august 6, 2014 correct complaint for returned device was discovered. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.